Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen 500mcg/ml at 101.95mcg/day via an implantable pump. The healthcare provider reported that the patient had an MRI last week and today they are in for a refill which is also the first time the pump is being interrogated post-MRI. The healthcare provider stated she refilled and updated the pump but now she is hearing the pump alarm and is seeing a motor stall message. The healthcare provider confirmed after the update is the first time the pump is alarming and there were no volume discrepancies today as well. The healthcare provider was walked through steps on how to check logs. The healthcare provider stated according to the logs they are seeing a stall on (B)(6) 2020 at 10:54 am and a recovery on the same day at 11:28 am which can be attributed to the ankle surgery the patient had back in (B)(6) 2020. (The patient had an MRI). The healthcare stated she was seeing another stall on (B)(6) 2021 and no recovery after. The healthcare provider re-interrogate the pump a couple times during the call and stated she was able to see the motor stall recovery message after a few interrogations. The troubleshooting steps that were taken resolved the issue.